Event description:
It was reported by the affiliate the ems was used during a laparoscopic hernia repair. It was reported the surgeon was pulling the pneumo peritoneum over the mesh to staple the staples came out crooked and malformed and the device jammed. Another ems was opened to complete the case. There was no consequence to the pt.